Event description:
It was reported that the pt had a history of painful vaginal and strictured urethra. It was noted that there was a "prominent wad of anterior vaginal wall mesh." The mesh was "not tender and not extruded;" it was removed because it may have been contributing to some of the pt's lower urinary tract symptoms. No add'l pt complications were reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.